Manufacturer narrative:
The suspect device has returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an aneurysm embolization/coiling procedure the rotator on the hemostasis device cracked. During the procedure, the contrast was found to be leaking from the rotator of the hemostasis device during manual contrast injections under fluoroscopy for catheter positioning and coil placement verification. No patient injury to report.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and the complaint was confirmed. The root cause is attributed to the manufacturing process. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.